Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08725 inches. Device primed and seated properly when the test reservoir was detected and the audio indication activated properly. No drive or motor anomaly, prime or fill anomaly, or absence of alert beeps noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not beep when detecting reservoir and had beeped prior. The customer stated they were not able to exit load reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.